Event description:
A patient with four previous groin interventions - heavy scar tissue on cut down site underwent carotid artery intervention on or before (B)(6) 2014. Physician was gaining percutaneous access with sheath, and massive amounts of scar tissue inhibited the physician's ability to advance and retract sheath. Upon retracting sheath, the sheath débrided due to pullback tension and came apart. The physician needed to carefully retract different components while using a clamp and was able to retrieve entire system without patient harm. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No device returned for investigation; therefore complaint confirmed based on customer's statements of the event. It was reported that 'massive scar tissue' required extraordinary force to maneuver the device resulting in separation, which led to physician intervention to retrieve the damaged device causing minor harm to the patient. Quality control insures the correct inside diameter and outside diameter of tubing and that the material is free from surface defects, bumps, bulges and protruding coils. Design verification testing has confirmed sheath strength per iso 11070. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Quality engineering risk assessment concluded that with the addition of this event there is insufficient risk to require any further action at this time.